Event description:
According to a discharge summary rec'd from the initial reporter, the pt was admitted to the hosp for replacement of her bjork-shiley convexo-concave aortic heart valve and bjork-shiley spherical disc mitral heart valve due to aortic and mitral valve regurgitation. The pt also had a tricuspid valve annuloplasty done. The discharge summary noted that the pt had a second exploratory surgery done on the same day to correct posterior epicardial bleeding. During the pt's post-operative hospitalization, the pt was also treated for possible endocarditis. The pt was discharged from the hosp nineteen days following surgery.